Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, she found in the alarm logs that several "augmentation below limit set" alarms occurred for approx 40 minutes. As well as, four "iab catheter restriction" alarms that had occurred over the next thirty minuets, which would have caused the unit to go into standby until the operator would touch the start button. The company rep determined that the issue was due to a restricted catheter. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp went into stand-by mode. The therapy was continued using same pump. No pt injury was reported.